Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was spinal pain. The patient reported that they couldn¿t get their equipment to connect to their pump. The patient mentioned they saw 'some kinds of codes' on the handset yesterday, so they turned the equipment off and back on, and it worked, but now the handset was showing 'no communications or whatever you call it.' The patient stated they have moved the communicator around at least 15 times and have not been able to connect. The patient mentioned they have had 3 incisions made and have a lot of scar tissue where the pump is. The patient later mentioned they can feel the outer edge of the pump on the surface of their skin, but they can only feel 3 sides, then later stated 2/3rds of it, because of the scar tissue. When the patient powered on the handset to start troubleshooting, the patient stated, 'it's really slow, the more I hurt, the slower it is.' The patient stated they've tried connecting sitting up, bending over, bending over their bed, but none of that had resolved the issue. The patient confirmed the equipment was charged and unplugged when using it. The patient stated they have to press the communicator hard into their skin because no other way will work. The agent had the patient hold the communicator 1/4 inch off the surface of the skin but that did not resolve. While on the call, the agent was unable to resolve the patient getting no device found. The agent agreed to replace the communicator as part of troubleshooting and the patient agreed to discuss it with their healthcare provider at their next refill appointment. A replacement communicator was requested from the repair department. Additional information was received on march 25, 2025, from the patient who was calling back for assistance with pairing the new communicator. The agent was able to assist the patient with pairing. During the call, the patient re-reported that it was hard to get connected to the pump. The patient stated that the pump will flip, so they have to massage the pump so it will lay flat again. The patient re-reported having a lot of scar tissue and stated that they didn¿t want to have another surgery, so they would continue to massage the pump to make it flat because when they bend backward the pump will ¿fold up.¿

Manufacturer narrative:
H6 - corrected/additional information: device code a13 should have been included on the initial MDR. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient receiving unknown morphine (unknown dosage and concentration) via an implantable infusion pump for spinal pain indications. It was reported that their pump flipped since april. The patient also mentioned they have to wait for their doctor and for the incision to heal.